Event description:
It was reported that the insulin pump alarmed battery out limit, had a white spot on the display screen, and experienced a keypad anomaly. The customer's blood glucose was 95 mg/dl. The customer stated that she was going to bolus and the numbers started to ramp up. The customer stated that she removed the battery and received the battery out limit alarm, which could not be cleared. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
No battery out limit alarm was noted and all operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No display anomaly was noted. However, intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window. No display anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.